Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, the push catheter broke at the proximal end near the hub. Attempts were made to obtain additional details regarding the condition of the patient and the procedure. No information has been provided to date. If additional information is received regarding details of the patient or procedure, a supplemental medwatch will be submitted.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, the push catheter broke at the proximal end near the hub. Attempts were made to obtain additional details regarding the condition of the patient and the procedure. No information has been provided to date. If additional information is received regarding details of the patient or procedure, a supplemental medwatch will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter, along with cannula/pullwire, was extended outside the distal tip of the push catheter. The working length of the guide catheter was kinked. The ramp window was damaged. The push catheter was broken into two pieces at the proximal end with the pullwire exposed. The broken push catheter was buckled. The proximal end of the pullwire was bent. The molded handle was detached from the proximal end of the pullwire and stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.